Event description:
The trach head cracked after aprox 2 months of use. No pt injury was reported. This is a homecare pt diagnosed with scoliosis and restrictive lung disease. Recent attempts to wean her off the ventilator were unsuccessful and she has returned to full time ventilator dependency. She connects and disconnects from the ventilator 10 to 20 times a day.